Event description:
Customer reported a low blood glucose reading of 20 mg/dl in the morning and a high blood glucose reading of 500 mg/dl the night before. She stated that the blood glucose reading tended to go low when the infusion set was changed. She stated that the most recent blood glucose reading was 262 mg/dl. She treated the low blood glucose with milk. She stated that the drive support cap appeared to be normal. Customer treated the high blood glucose with a manual injection. She found no air in the tubing and no leaks. She stated that the bolus wizard and basal rate settings were correct. The insulin pump passed the high pressure test. The infusion set was removed and the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.